Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation procedure a resolute onyx stent was implanted in the cx. Approximately one month post revascularisation procedure, the patient suffered heart failure and was admitted for palliative care. Approximately 5 months post revascularisation procedure the patient died, the death was classed as non sudden cardiac death. The investigator and sponsor assessed the event as not related to the device or anti-platelet medication.